Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: while performing pm, after start up, the ventilator alarmed with invalid serial number and panel connection lost. No patient involvement.

Manufacturer narrative:
Investigation outcome. Hamilton-g5 device exhibited startup issues during preventive maintenance, including ¿invalid serial number¿ (blue message) followed by ¿panel connection lost¿ (yellow alarm), with continuous alarming and inability to enter test mode. The issue could only be temporarily cleared by powering off the device and reseating the panel connection, indicating unstable internal communication. The failure mode is consistent with a malfunction in the vu motherboard (msp159304), which manages core system and panel communication. No patient involvement or clinical impact was reported. No logfiles were provided, limiting detailed investigation and confirmation of fault sequence. Correction involved ordering and shipment of replacement vu motherboard (msp159304), although effectiveness could not be directly confirmed due to lack of follow-up. In the absence of further complaints, the correction is considered likely to have resolved the issue. This case is considered as closed.